Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had a trial and had her leads pulled. A cerebrospinal fluid leak was found during the trial. The issue is not related to the device, and no further action is required from the doctor. The patient has chosen to proceed with a permanent procedure.

Event description:
It was reported that the patient had a trial and had her leads pulled. A cerebrospinal fluid leak was found during the trial. The issue is not related to the device, and no further action is required from the doctor. The patient has chosen to proceed with a permanent procedure. Additional information was received that the patient was reportedly doing well. The leads were discarded and will not be returned.